Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead dislodged after multiple attempts and exhibited placement difficult and resistance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that stylet was not returned with the lead. Using a stylet sample to performed stylet insertion test, stylet passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.